Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pacing impedance measurements, measuring greater than 3000 ohms and high capture thresholds. The device had reached end of life (eol) and there was no plan to replace the device as patient was not needing it. This rv lead is currently in service. No adverse patient effects were reported.